Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) reported the egd was done on (B)(6) 2016, wherein suture was seen, ¿bezoan¿ in stomach seen, but no lead erosion. The hcp indicated the cause of the high impedance as possibly the progression of the suture through tissue caused the high impedance. The hcp noted the following: (B)(6) 2016 - impedance 2379 (2<(>&<)>3), turned case positive, lead 2 on, lead 3 off; (B)(6) 2016 ¿ impedance 784 with both leads on; (B)(6) 2016 ¿ impedance 784 with both leads on; (B)(6) 2016 egd; and (B)(6) 2016 removal and replacement.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was getting high impedance with their implant on (B)(6) 2016. The range of impedance was from 1600 to 4000 ohms. The patient had increased nausea related to the high impedance. The patient would go in for an x-ray and scope to help determine the issue. Ap and lateral x-rays were done, with normal results. The esophagogastroduodenoscopy (egd) was scheduled for (B)(6) 2016. The manufacturer representative had been rechecking the impedance measurements ever week. They turned off lead 2 and turned the case to positive one week on (B)(6) 2016 and the patient had increased nausea from that. For week 2 on (B)(6) 2016, the manufacturer representative changed the settings back to lead 2 on and the patient had no change in symptoms. For week 3 on (B)(6) 2016, the impedance returned to normal, so the manufacturer representative changed their settings back to nominal. The patient would return again in 1 week. The cause of the high impedances was not determined yet and was awaiting the egd. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.